Event description:
A customer complained after observing non-reproducible, higher than expected vitros troponin I es results for a single patient sample and a known troponin I free sample run on a vitros 5600 system. Patient 1 results: 0.31, 0.14 vs expected < 0.012 ng/ml. Troponin I free sample results: 0.50, 0.34, 0.51, 0.13, 0.11, 0.51, 0.49, 0.50, 0.50 ng/ml vs expected < 0.012 ng/ml. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The higher than expected vitros tropi es patient result of 0.31 ng/ml was reported outside of the laboratory; however, the physician questioned the results, and a corrected result was later issued. There was no allegation of patient harm made as a result of the event. (B)(4).

Manufacturer narrative:
The investigation determined that non-reproducible, higher than expected vitros troponin I es results were obtained for a single patient sample and a known troponin I free sample run on a vitros 5600 system. The most likely assignable root cause of the event was sub-optimal analyzer performance based on unacceptable precision test results. Following service actions, acceptable tropi es performance was obtained. In addition, pre-analytical sample handling could not be ruled out as a contributing factor. The investigation found no evidence to suggest that the vitros troponin I es reagent performance had contributed to the event.